Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 302387, expiration date 07/31/2011). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.

Event description:
Customer received results of 5.7 mmol/l on the compact plus system and 2.1 mmol/l on the aviva nano system device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.